Event description:
According to the reporter, intraoperatively, the device did not staple after jaws closure and it had presented problems during activation. The device was able to fire. There was no injury caused to the patient and no medical intervention was required.